Event description:
Bedside rn noted that the white port of the PICC line was leaking when flushed. There was no obvious resistance when flushing, but fluid could be seen under the window of the sorbaview dressing. PICC line discontinued and a new line was placed in the other arm the same day.